Event description:
An error in the deter head circumference and abdominal tables in the ob measurement and analysis software was reported. These errors are included software versions 2.0 and 2.1, which are currently in commercial distribution.